Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): remains implanted.

Event description:
It was reported that there were clearance gaps (0.1~0.5mm) between tibial inserts and base plates at medial and lateral sides. The gaps were visible at both legs. The surgeon confirmed that these inserts were locked properly, so he did not use another inserts.

Manufacturer narrative:
An event regarding a gap between a triathlon ps insert and the baseplate was reported. The event was not confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that there were clearance gaps (0.1~0.5mm) between tibial inserts and base plates at medial and lateral sides. The gaps were visible at both legs. The surgeon confirmed that these inserts were locked properly, so he did not use another inserts.